Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in fill one of five and had to cancel treatment. Upon opening the cassette door, he noticed fluid leaking out of the cycler. The origin of the leak could not be identified. Pt had no ill effects. Sample is available.